Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that (B)(6) 2006: patient underwent lumbar MRI without and with gadolinium. Impression: bilateral l5 pars defects, grade 1 anterolisthesis l4 on 5, grade l anterolisthesis l5 on si. Broad based bulge l4-5, possible small amount of central disc protrusion and some biforaminal stenosis l4-5, left more than right, due to facet hypertrophy, disc bulge/small disc protrusion. On (B)(6) 2006: patient presented with low back pain. Impression: lumbar disk protrusion at the l4, 5 level with mild spondylolisthesis and pars defect. On (B)(6) 2006: patient presented for follow up. Impression: lumbar spinal stenosis l4-5 and 1.5-sl along with disc protrusion/degenerative disc disease, multilevel. Ap and lateral lumbar spine x-rays including weight bearing, non-weight bearing and weight bearing flexion demonstrates five non rib-bearing lumbar vertebrae. There is evidence of spondylolisthesis at l4-5 and ls-s1, grade I, with a posterior element abnormality including probably pars defect and possible spina bilida occulta. There is also degenerative disk disease notable, especially at l4-5. There may be mild spurring at multiple levels throughout the lumbar spine. No other obvious abnormality. Impression: congenital abnormalities and degenerative changes. On (B)(6) 2006: patient presented with low back pain. Patient underwent CT scan of the lumbar spine. Impression: bilateral pars defect ls with grade I spondylolisthesis l5 on s1. Broad based disc protrusion/bulge ia-5-sl that is eccentrically prominent to the left and does appear to displace the left ls nerve root eccentrically. No other significant finding. On (B)(6) 2006: patient underwent MRI cervical spine with/without IV contrast. Impression: mild, multilevel degenerative disc disease as discussed. No evidence of cervical stenosis. No pathologic enhancement, normal stature and alignment. On (B)(6) 2006: patient underwent lumbar fusion surgery. Patient presented with l4-5, l5-s1 spondylolisthesis grade 1 with degenerative disc herniation l4-5 and l5-s1. Op notes: pedicle screws were placed in the l4-5 with guidance at 4-5 and 1 on the right utilizing incompass system and placing 6.5 x 45 millimeter screws at l4 and l5 and 7.5 mm x 40 mm screws at s1, then dilated the disc space to 11 mm at l4-5 and 9 mm at l5-s1 and instiluted long pedicle screws, then at l4-5 utilized a graft type brace which was coated with rhbmp-2/acs sponge into the disc space placing it anteriorly to maintain lordosis, packed around it with auto and allograft bone. We then repeated this at l5-s1 with a 9 mm graft placing it obliquely across disc space gently packing the interspace. Then took off the compression locks on the screws and placed pedicle screws with guidance on the left side at l4-s1 utilizing the same size screws and then fastened a centimeter to 70 centimeters rods and placed pedicle screws with eyebolts. Patient underwent x-ray which showed postoperative changes to the lower lumbar spine. On (B)(6) 2006: impression: status post-surgery. No active medical problems otherwise. Mild leukocytosis secondary to surgery. Mild drop of h h secondary to surgery. On (B)(6) 2006: patient was discharged stable and improved. Final diagnosis: l4-5 and l5-s 1 spondylosis grade I with degenerative disc disease and disc herniation 4-5 and 5-1. On (B)(6) 2006: patient presented with spondylolisthesis at l5 s1, disc protrusion, spinal stenosis, lumbar spinal fusion. On (B)(6) 2006: patient presented for follow up. Patient underwent x-rays which demonstrate excellent position of the instrumentation and grafting. On (B)(6) 2006: patient underwent CT of the lumbar spine. Impression: adequate lumbar fusion. On (B)(6) 2006: patient underwent x-ray and CT scan show a reasonable fusion at this point. Patient has a lot of problems with just minimal activity. On (B)(6) 2007: patient underwent x-rays demonstrate five non-rib bearing lumbar vertebrae. There is no evidence or fracture or subluxation. There is evidence of prior lumbar fusion l4 to the sacrum with posterolateral instrumentation graft and intervertebral graft device with apparent reasonable fusion noted in the intervertebral spaces of l4 - 5 and most likely also at l5 -s1. Patient presented with pain sometimes radiates into his bilateral lower legs. Patient underwent x-ray which demonstrates post-surgical changes to the lumbar spine, most notably screws and rods encompassing the l4, s1 levels with the vertebral cages noted at the l4, l5 and l5, s1 interspaces. There is good evidence of bone growth in both the vertebral spaces as well as the internal aspects of the lumbar spine. On (B)(6) 2007: patient presented for follow up. Patient underwent x-rays which demonstrate status post lumbar fusion without evidence of failure of instrumentation or graft. Impression: stable post-operative infusion. On (B)(6) 2007: patient presented for follow up. Patient underwent ap and lateral x-ray which demonstrates good alignment of the spine. There is good preservation of disk space at the l1/2, l2/3, and 1.3/4 levels. At l4/5 and l5/si there are obvious post-surgical changes which include pedicle screws and lateral rods. There is also a cross brace at the l4/5 level. There is no haloing of the screws. All hardware seems to be in good position and patent. On (B)(6) 2007: patient presented for follow up. Patient underwent ap and lateral ls x-ray demonstrates status post lumbar fusion 4 to 1 with the presence or intervertebral graft and posterior lateral instrumentation. No evidence of failure of either. On (B)(6) 2008: patient presented for follow up. Patient presented with mid upper-back pain. On (B)(6) 2008: patient underwent ap and lateral x-ray which demonstrates status post lumbar fusion with the presence of intervertebral graft. No evidence of failure of either. Post-operative changes as described above. On (B)(6) 2008: patient underwent MRI of the lumbar region. Impression: t9-io right-sided disk herniation or protrusion without definite cord compression or definite thecal sac compression. No other gross abnormalities. On (B)(6) 2009: patient presented for follow up. Patient presented with complaints of the cervical, mid back, and low back. He also complains of bilateral knee pain and bilateral foot pain. . Patient underwent x-ray of the lumbar region which demonstrates posterior lateral instrumentation at l4-l5 and l5-s1. Lateral view revealed instrumentation from l4-si. Intervertebral graph devices in reasonably good position with apparent reasonably good bone fusion at those sites. There is no evidence of instrumentation failure or malalignment. On (B)(6) 2009: patient presented for follow up. On (B)(6) 2010: patient presented for follow up. Patient underwent x-ray of the lumbar region which demonstrates status post lumbar fusion with the presence of intervertebral graft, and anterior instrumentation without evidence of failure of either. On (B)(6) 2011, (B)(6) 2010: patient presented with chronic back pain, peripheral neuropathy. On (B)(6) 2011: patient underwent x-rays which confirm postoperative changes of the lumbar fusion with instrumentation 4 to the sacrum and the presence of the intervertebral grafts without evidence of failure. Adjacent level appears stable. No evidence of haloing or other instrumentation regions bilateral. Decompressive laminectomy is present. On (B)(6) 2011: patient presented with chronic back pain. On (B)(6) 2011: patient is having quite a bit of pain in the right arm with numbness and tingling off and on. Assessment: cervical radiculopathy. On (B)(6) 2011: patient presented with low back pain. On (B)(6) 2012: patient presented with low back pain, shoulder pain. On (B)(6) 2012: patient presented with low back pain. On (B)(6) 2012: patient presented with pain to neck with bilateral radiation to both arms <(>&<)> shoulders. Pain is present in the lumbar spine. Patient underwent x-rays of the lumbar spine. Impression: post op changes without evidence of instrumentation or fusion. On (B)(6) 2012: patient is here for his routine follow-up. Patient presented with right shoulder pain and reduced range of motion. On (B)(6) 2012: patient presented for follow up on the back pain. Assessment: back pain. Right shoulder pain. On (B)(6) 2012: patient presented with low back pain, neck pain. On (B)(6) 2012: patient presented with low back pain, neck pain. Assessment: back pain, hypogonadism. On (B)(6) 2012: patient presented for follow up on the back pain. Assessement: chronic back pain. Hypotestosterone with diminished libido. On (B)(6) 2012: patient presented with back pain, stiffness in neck and back. On (B)(6) 2012: patient presented with back pain. On (B)(6) 2012: patient presented with tendinitis, joint pain. On (B)(6) 2012: patient presented with chronic back pain, tendinitis. On (B)(6) 2013: patient presented with neck pain. On (B)(6) 2013: patient presented with known chronic cervical degenerative arthritis at both the level of a disk bulge as well as mid thoracic disk protrusion and prior lumbar surgery. Patient continues to have intermittent though significant neck and back pain.